Manufacturer narrative:
Correction to sections a1-a4 and d4: the patient and device serial information initially reported were incorrect. The information has been removed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event could not be confirmed, and a specific cause for the event could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. No product was returned for evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate ii lvas IFU and the heartmate ii patient handbook rev. C, are currently available. The IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU contains information on preparing and priming the sealed inflow conduit during implant. The IFU notes that the sealed inflow conduit graft should not leak during priming. If leaking occurs from the graft, the sealed inflow conduit should be replaced. Furthermore, the IFU states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had some bleeding issues that came from the inflow conduit graft where the inflow graft was not sealed.